Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of the stomach in laparoscopic gastrectomy, the staple line on distal part was incomplete. It was replaced by a new device to complete the case. There was no patient injury.